Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was exhibiting intermittent undersensing on recorded atrial tachycardia/atrial fibrillation (af) and ventricular fibrillation (vf) episodes possibly disrupting device discriminators. Additionally, it was reported anti-tachycardia pacing (atp) that was delivered increased the patient¿s rate into true vf. The patient potentially received inappropriate therapy. The ra lead remains in use. No further patient complications have been reported as a result of this event. On 2019-01-30: it was further reported through follow-up obtained that the patient experienced af with rapid ventricular response (rvr). The ra lead and implantable cardioverter defibrillator (ICD) were reprogrammed and remain in use.